Event description:
Customer's mother reported that the insulin pump alarmed button error while driving. Customer's blood glucose reading at the time of the call was 183 mg/dl. No further information reported.

Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to a flattened button dome switch. The off no power alarm could not be verified due to the unresponsive buttons. The insulin pump had minor scratches on the display window, cracked display window corners, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.